Event description:
Customer reported an over infusion of an antibiotic. User reported a secondary of clindamycin in a 200 ml bag was started at 200 ml/hour and after 10 minutes, the entire 100 ml bag had infused. The user stated the primary set was installed in the pump module prior to assuming care for the pt. The pump was powered off since the pt's last dose of antibiotics. The user powered on the device hung the secondary, programmed the infusion using guardrails and started the infusion. The user confirmed the flow rate in the drip chamber prior to leaving the pt's room. Ten minutes later, the pump alarmed and the user noted the entire secondary had infused. There was no report of pt harm and no medical intervention was required. Although requested, no additional pt or event information was provided.

Manufacturer narrative:
(B)(4). The customer's report of an over infusion of clindamycin was not confirmed. A review of the event logs indicated that the clindamycin 900 mg / 50 ml infusion was programmed and started at 12:57 pm on (B)(6) 2011 and ran for 30 minutes, not 10 minutes as reported by the customer. The infusion ran at 100 ml/hour delivered 50 mls before alarming for "infusion complete". No alarm was found to have occurred 10 minutes after the infusion was started as reported. The returned clindamycin bag was physically set up as secondary (plugged into the upper smartsite valve) but programmed as a primary. Rate accuracy testing was performed on the pump module with the incident administration set and found to be delivering fluid within specifications. Testing on the returned administration set for backflow and leaks found no issues with the set. A close inspection of the pump module found it to be in god working condition with no damage observed. The root cause of the reported over infusion was not determined and no device malfunction was identified.